Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported during service at manufacturer facility that the system 6 battery is damaged and the weld was compromised which can lead to sterility breach. This event occurred during service therefore there is no associated procedure. And no patient involvement